Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, when the hemopro was initially connected, the tissue welder's jaws became red hot without being activated. A second hemopro was connected with similar results. A replacement device was used to complete the procedure. No patient complications were reported by the hospital. This report is for the first device.

Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).